Event description:
It was reported that the patient presented at the emergency department with a complaint of fatigue. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited loss of capture. The rv lead was capped and replaced on (B)(6) 2025. The patient was stable throughout.